Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The caller had already cleared the alarm by the time of the call, and there was no previous report of similar cartridge alarms with the specific pump serial number, as confirmed by the technical support team.